Event description:
It was initially reported by the company rep for the physician that the pt had high impedance during a recent office visit. Pt also reported not feeling stimulation and pain in their neck. There was no reported trauma or manipulation. Good faith attempts to gain more info have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.